Event description:
It was reported that during routine follow-up, this lead exhibited failure to capture at high capture threshold. The physician then performed x-ray and a lead conductor fracture was visible. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The product has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, except for the outer insulation integrity test, which failed due to cuts in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies besides the insulation cuts, which are likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, high capture thresholds, and fracture based on normal lead resistance measurements and inspection which showed no conductor issues.

Event description:
It was reported that during routine follow-up, this lead exhibited failure to capture at high capture threshold. The physician then performed x-ray and a lead conductor fracture was visible. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.